Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that it was the right atrial (ra) lead that was fractured. The patient did not experience life threatening symptoms but the patient did experience fatigue, eye fogginess and light-headedness. The patient stated that the physician noted the symptoms could be related to the lead fracture and that it was "probably just a bad lead". The ra lead also exhibited an acute rise in impedance, undefined high impedance and an acute rise in p waves. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that they experience life threatening situation due to the right ventricular (rv) lead fracture. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.